Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles found in the assembly. In addition, the device had burnt power connector and displayed error code e-22: (err_motor_flux_magnitude) and (e-100: err_humid_no_hea). Attributes were verified and completed correctly.